Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 of -8.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem resolved. The cause of the event was reported as unknown.